Event description:
It was reported that the surgeon states stopper on clamp wheel spire fell off and was retrieved. Piece did not fall into surgical field. No delay to procedure no injury to patient. Smith and nephew backup was used.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the broken piece was retrieved from the floor not from the wound, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.